Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that the patient suffers from pain, weakness, clicking/popping, loss of mobility, inflammation and difficulty with daily living activities. It is also alleges that she has elevated levels of cobalt-chromium metal ions. Update 11/18/2014- pfs and medical records received. After review of the medical records for MDR reportability, two stems are being added to the complaint as they are alleging high metal ions (no lab results provided). It should be noted that according to the primary operative notes, the patient was implanted with poly liners and ceramic heads in both hips. No sticker sheets provided. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/27/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.